Event description:
A (B)(6) female pt's husband contacted zoll customer support to report that the pt's device was not powering on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) has been confirmed. As received, the failure could not be duplicated. However, upon evaluation, intermittent dsp (component u500) connections were discovered on ca board sn (B)(4). The cause for the inability to power on properly in the field is the intermittent u500 dsp faults. The root cause of the defective u500 could not be positively identified but is likely fractured connections induced by mechanical stress. The exact source of the mechanical stress cannot be positively identified but may have been accelerated through rough handling. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.